Manufacturer narrative:
This report is being supplemented to provide additional information and a correction based on the approved final investigation. Additional information about the event was requested, but not received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image failure was not confirmed. The definitive root cause of the image failure could not be determined. It is possible that cable failure caused the image to temporarily fail to display. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegations was confirmed. During inspection, it was found no image. In addition to the reportable device malfunctions mentioned in the reportable event description the cable was broken. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the cable was broken and no image while using camera head. The cable was exchange by a technician on site. However, still no image was shown. The device was sent for repair. There was no patient harm associated with the event.